Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that in (B)(6) 2013, half of the laminotomy paddle lead stopped working and they didn¿t know why. The patient stopped feeling stimulation sensation in her right leg. They did a revision and instead of removing the laminotomy paddles, the surgeon at the time just added two more wires and put in a percutaneous lead because they did not know how to remove the laminotomy paddle. The patient was trying to update her card because the new card she got in the mail said her device was MRI conditional and that MRI scans may be safely performed. The patient said that she had the old paddle lead from 2008, which was later confirmed to be her 2007 lead, which was not MRI capable and was never removed by the healthcare professional. These dates conflict with the manufacturer¿s device registration which show that the patient¿s only paddle lead was implanted (B)(6) 2009; the leads implanted in (B)(6) 2007 were percutaneous leads. The patient understood that the battery was MRI compatible but the lead inserted into her spine was not capable. The patient was concerned that if she got into a car accident that someone would think the patient could have an MRI, but due to the old leads, she could not. After MRI guidelines and what MRI conditional meant, the patient stated that the information on the card was not incorrect and that she was now clear on the information. The patient was more concerned that the manufacturer information on record about her device was not correct because she had so many revisions and things got confused. The patient wanted to make sure the manufacturer¿s records indicated that the old leads from 2007 were still implanted, and that the information on the card was still correct in case she had an emergency in the future.